Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the (B) (6) board review of (B) (4) study events on (B) (6) 2010.

Event description:
Pt enrolled into the (B) (6) trial. Pre-discharge pt diagnosed with arrhythmia and required a dual chamber pacemaker insertion for symptomatic bradycardia and heart block. Pt recovered with sequelae.